Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (500 mcg/ml) at a dose of 190 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that there was an audible critical alarm. The physician read the logs with the tablet and it showed a motor stall occurred without any reason (no MRI or other external factors). The patient did not experience any signs or symptoms, just a critical pump alarm. The pump was replaced on (B)(6) 2018 and it was indicated that it would be returned. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated. The patient's age, weight, and medical history were asked but would not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.